Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported that the oxygen concentration was modified to 50%. After the adjustment of the setting then the unit shut down by itself. The unit restarted up. The unit started alarming and the alarm was unable to be silenced or reset and it kept sounding. The power was turned on and off manually and the alarm got able to be canceled. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The service technician run testing was performed over 50 hours in order to duplicate the phenomenon but there was no reproducibility. The reported problem was not duplicated. Patient information and repair information were requested from the customer, but no response received. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified.